Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).

Event description:
A center director reported a cse of trace superficial puntate keratitis (spk), burning and irritation, observed in the patient's left eye at four months post photo refractive keratectomy (prk) treatment. Upon follow up, the reporter indicated the patient was instructed to use over the counter ophthalmic eye gel at night for dryness, and cyclosporine ophthalmic emulsion daily. Reporter indicated the pt was improving.